Manufacturer narrative:
Customer was provided with a replacement panorama telepack. Communication was reestablished. System was tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.